Manufacturer narrative:
B4:18may2021. The authorized service personnel (asp) evaluated the unit and verified that the lcd is hydis and needs to be replaced with 2nd generation lcd. The customer stated that an asp was out there and did not fix the unit. The customer found an extra part in the biomed shop and installed it. The unit is operating fine. The product support informed the customer that the correct part needed was user interface assembly and provided the cost. The customer stated it was not in a box. The user interface part# is listed on the outside. The product support explained to the customer to make sure the right part was installed to be compliant. The customer was ok with their actions and did not want an asp to come back on-site since the unit is operating fine.

Event description:
The customer reported that the touch screen is black. The customer contacted product support and the customer stated the touchscreen is black. The unit has a 2nd gen lcd. The unit is not on the unit of affected parts list. The signal path in the manual point to the user interface board, power management pcba, then the cpu pcba. The customer reported that the unit was not in use on a patient.